Event description:
It was reported that pump displayed malfunction code malf 0 related to a software error, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset it without recurrence of malfunction code, and was advised to continue using pump and call back if issue returned.